Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/09/2017 with the following findings: the battery compartment was cracked below the bumper. The pump was cracked between the case seal and the keypad cover. The display was dim and fading pink. Unrelated to the issue, the u-groove was cracked with a piece of the case missing. A test clip was unable to attach securely to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the pump casing was cracked, and the display was dim. This report is made based on results of investigation completed on (B)(6) 2017.